Manufacturer narrative:
(B)(4)

Event description:
Related manufacturer reference 9680001-2015-00038. During a pulmonary vein isolation procedure, a cardiac tamponade occurred. A tacticath quartz ablation catheter was used to perform ablation around all four pulmonary veins. During ablation, a loss of contact force was noted and the catheter was exchanged for a second tacticath quartz ablation catheter, which also lost contact force while difficulty was encountered during catheter manipulation. Another tacticath quartz ablation catheter was used to successfully complete the ablation of the four pulmonary veins. Prior to administering adenosine to verify successfully vein isolation, shadowing around the heart and a reduction in cardiac motion were noted via fluoroscopy. The patient became hypotensive and an echocardiogram revealed a cardiac tamponade. A cardiac perforation was noted on the posterior wall of the left atrium. A pericardiocentesis was performed, which stabilized the patient. The cardiac perforation is attributed to the contact force issues encountered during the procedure.

Manufacturer narrative:
(B)(4). One 75mm tacticath quartz ablation catheter was received for evaluation. The results of the investigation concluded that the reported loss of contact force with the tacticath quartz contact force ablation catheter is consistent with a break of the optical fibers within the handle of the device. The optical fiber break occurred as a result of a component fracture within the handle. The device met specifications prior to release from sjm manufacturing facilities as supported by the device history record. The cause of the cardiac tamponade remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.